Event description:
Our affiliate is reporting that during an arthroscopic shoulder repair the dam of the cannula became dislodge and fell into the patient's joint space. The dam was retrieved from the body and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the investigative mode, and is also awaiting receipt of the complaint device towards conducting a root cause failure analysis. Our conclusions will be the subject of the follow-up report.